Manufacturer narrative:
A correlation between the device and the reported infection and patient expiration could not be determined as the pump was not explanted and not returned for evaluation. Although low flow alarms were reported, a specific cause for the alarms could not be determined and no log files were submitted. The instructions for use lists pump pocket infection, local infection, and death as adverse events associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 87 days. It was reported that the pump was not explanted and an autopsy was not performed. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the (B)(6) registry stating: patient expired on (B)(6) 2015. Primary cause of death as major infection, device function normal: yes.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department on (B)(6) 2014 with drainage from a small hole at the bottom of his midsternal incision. A CT scan revealed that he had an extensive infection involving the entire pump and extending into the subcutaneous tissue above the sternal notch. A pericardial window with incision and drainage was performed. The patient¿s blood and fluid cultures were positive for b. Fragilis and the patient was treated with IV zosyn. The patient was designated as do-not-resuscitate (dnr), was transitioned to oral antibiotics and was discharged home under palliative care. On (B)(6) 2015, when he passed, his daughter called 911 and stated he was not awake and the system controller was sounding low flow alarms. When ems arrived, the patient was pronounced.

Manufacturer narrative:
(B)(4). A review of the manufacturer's complaint history showed that the patient had a pump exchange (please reference MFR report # 2916596-2014-01971).